Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received failed self test alarm. The customer's blood glucose was 5.1 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and self test. No a64 alarm noted. The insulin pump was programed with a test glucose meter. The unit communicated properly and recorded the 6.2 mmoi/l value properly from glucose meter. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked display window and cracked case at reservoir tube window corner.